Event description:
During drilling the second cortex of the metacarpal bone in the operation, the part broke. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The measurable dimensions of the broken seldrill-schanz screws were checked and found to be in compliance with the technical drawings and ao/asif specification. The microscopic view of the fractured surface shows no irregularities. It is possible that a mechanical overloading situation led to the breakage. A review of the device history record did not show conditions that could have contributed to the reported event.